Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during a change out procedure for normal battery depletion, the insulation on both the right atrial (ra) and right ventricular (rv) leads was pulled back as it entered the header of the pacemaker. After loosening both sets of setscrews, the physician attempted to remove the ra lead and separation of the insulation from the terminal pin occurred. It was noted that the conductor coil was exposed on the ra lead. Neither the ra or rv leads were able to be removed from the header. A new pacemaker and leads were implanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies and no evidence of silicon to silicon bonding was seen. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.